Event description:
As reported by the equinoxe shoulder study, the patient had an initial right tsa on (B)(6) 2021. The patient presented on 26-oct-2023 with deep infection. The case report form indicates that this event is definitely not related to device and definitely related to procedure. Outcome was resolved on 26-oct-2023 with medical intervention - completion of 1 year of abx with no recurrent infection.

Manufacturer narrative:
(H3) pending evaluation. (D10) concomitant device(s): s289628 320-42-00 - 145-deg pe 42mm hum liner +0.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c, d, e, g the reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.